Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their infusion set site and tubing multiple times and the occlusion alarms continued. The customer's blood glucose level was 161mg/dl. System check was performed and the pump performed as intended. No damage was noted to the cannula. The customer loaded a new cartridge. The customer resumed insulin delivery and successfully delivered a correction bolus. The customer alleged that the occlusion alarms were caused by the cartridge and mentioned that they only rotate their infusion set sites in their abdomen but did not believe that there was any scar tissue in the area where the infusion set site was placed during the occlusion alarms. During follow-up, the customer stated that no additional occlusion alarms were received and their bg level was 111mg/dl.